Event description:
Additional information received from the patient reiterated that they had robotic surgery for prolapsed bladder with mesh. It was further stated that they had a bladder taping in 2009 but it really didn't help that much.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported the bladder prolapse put pressure on the nerves which caused discomfort. The patient turned the device down lower. 6 years prior to report, the patient had a mesh bladder taping followed by the device. Recently, the patient had a procedure called robotic sacrocolpopexy, which the bladder repair is done as the next set up to secure another prolapse. The patient had been turning up her device and between them both; hopefully she would have the much needed bladder relief.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0nh7z, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported having surgery scheduled for (B)(6) 2015 due to a prolapsed bladder. The patient was indicated for gastrointestinal/pelvic floor. The root cause, diagnostics, malfunctions, symptoms, actions, and patient outcome remain unknown. Follow-up is being conducted to determine these answers.